Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was mfg on 08/02/2013 and has no repair history at zimmer surgical. Evaluation of the device observed the power switch button to be deeply recessed into the switch casing. The master blade was flush with the control bar and the device operated within motor speed specification; however, the device could not be powered off unless unplugged or the power supply was shut off, as the power button was broken. Prior to repair, the device was within calibration specification at all tested thickness settings. In post-repair, the switch was examined and it was observed that the upper switch casing was nicked and bent, preventing it from properly attaching to the bottom switch casing. Improper handling by the customer most likely was the cause for the damage to the upper switch casing, which prevented the bottom switch casing from being properly attached. This allowed for the bottom switch casing and button to recess into the device in such a way that kept the switch permanently engaged, causing the device to operate whenever attached to a power source. The device was serviced and returned to the customer .

Event description:
It was reported that the switch on the zimmer electric dermatome does not work. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.